Event description:
It was reported by the rep that the device was used during a laparoscopic gastric bypass. It was reported the surgeon used one 512sd which leaked carbon dioxide. A 1seal was used to stop the leak. There was no consequence to the pt.